Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/03/2011. An actual sample was submitted for evaluation. A visual inspection of the sample revealed a v-shaped cut on the tubing. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was manufacturer operating error. A batch review could not be performed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter (B)(4) a blood/solution continu-flo solution set that had a clear cut in the line just below drip chamber. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.